Event description:
The customer stated that she was hospitalized for high blood glucose levels. Prior to the event, the customer stated that she rolled over on her insulin pump in the middle of the night, causing the reservoir compartment to crack. The customer stated that the reservoir came out and her blood glucose rose to 650 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.